Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019.

Event description:
The customer reported a ventilator that would not power on properly due to a power-on self-test inhalation autozero test failure. There was no patient involvement/harm.